Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown procedure. During the procedure, the drill was got damaged. The procedure was completed successfully without delay. The patient outcome unknown. This complaint involves one (1) device. This report is for (1) 3.2mm percutaneous drill bit qc/300mm/calibrated. This is report 1 of 1 (B)(4).